Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm approximately three years ago. Aneurysm and vessel morphology from the time of implant are unknown. Still CT images showed a proximal type I endoleak and the proximal aortic neck diameter was 44mm. It is unknown if there is plan to fix the endoleak, but the aortic neck is severely dilated and may not be treated endovascularly with another stent graft at a later date. No additional clinical sequelae were reported.

Event description:
Additional information was received as follows: the patient has decided to not have any further intervention.

Manufacturer narrative:
(B)(4). Inherent risk of procedure (endoleak), patient's condition affected effectiveness of device (dilated aortic neck), device failure/lack of effectiveness related to patient condition (dilated aortic neck).